Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with the pump usb port connection. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.